Event description:
A journal article was reviewed which contained information regarding this lead. Multiple patients and multiple failure modes were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes: positioning difficulty and lead dislodgement. All leads were successfully repositioned and remain in use. At follow-up, there was no further need to lead repositioning and the measurements for all leads were "comparable." Additional information received through follow up with the author indicated that the dislodgements "were the result of the implantation technique" rather than that of the lead issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "comparison of tools and techniques for implanting pacemaker leads on the ventricular mid-septum." Europace. June 1 2012;14(6):847-852.